Manufacturer narrative:
(B)(4). It was reported that the patient did not feel well and experienced abdominal pain which were the manifestations of the peritonitis. The patient had a hole in the colon that was determined to be the cause of the peritonitis. The treatment for peritonitis was unspecified antibiotics (dosage, route, and frequency not reported). The patient¿s peritoneal dialysis (pd) catheter was removed and they were started on hemodialysis. The was discharged from the hospital about a month after being admitted and they were reported to have recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment was not reported. The cause of the peritonitis was not reported. It was not reported if the patient was recovering or if pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13g20032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).